Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Minor scratched display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer's father did not know the blood glucose reading at the time of the call. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.